Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to initial emdr. This report was sent in error locked handle with resistance would not cause or contribute to a death or a serious injury if it were to recur. Updated fields: h2, h3, h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device locked handle with resistance. The event occurred during maintenance. There were no reports of patient involvement.